Event description:
It was reported at implant when fixating of the setscrews, the wrench did not have the usual clicking noise. The fixation of the screw to the pin was successful, but the click was absent when fixating three different screws. Visual and physical testing was successful. The device remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s.